Manufacturer narrative:
Evaluated by MFR.: investigation completed. The device was returned for evaluation. The device returned had char in the tip. Device analysis noted a kink in the distal sections while in the neutral position at 9.1 cm from the tip. Ablation was verified using the maestro generator 3000 and the device was found within specification. Electrical test was performed and the device was found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a charring issue occurred. A 7/110/2.5/8-8 quad k2 blazer ii xp was used for ablation of the right atrium. During procedure, an error code was noted after 20 seconds of ablation. The catheter was not able to send radio frequency signal to the maestro generator. The cable and the pad were changed which did not resolve the issue. The catheter was then removed and observed carbonization, further described as solid black blood, on the distal portion of the catheter. The catheter was then replaced with another and the procedure was completed. There were no patient complications reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a charring issue occurred. A 7/110/2.5/8-8 quad k2 blazer¿ ii xp was used for ablation of the right atrium. During procedure, an error code was noted after 20 seconds of ablation. The catheter was not able to send radio frequency signal to the maestro generator. The cable and the pad were changed which did not resolve the issue. The catheter was then removed and observed carbonization, further described as solid black blood, on the distal portion of the catheter. The catheter was then replaced with another and the procedure was completed. There were no patient complications reported.